Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure was due to biomaterial buildup based on gradual increase in purge pressure in data log analysis and clinical details noting that tpa resolved purge alarms.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. The pump experienced high purge pressure. The patient received tissue plasminogen activator (tpa) through the purge system, and the purge flow (pf) and purge pressure (pp) normalized. The patient remains on support while awaiting transplant.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge pressure high: the cause of the high purge pressure was due to biomaterial buildup based on gradual increase in purge pressure in data log analysis and clinical details noting that tpa resolved purge alarms. D4 revised.